Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the collimator couldn't open and had failed. The fse reviewed the log files onsite and confirmed that the collimator post failed. The fse replaced the collimator to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's collimator shutters were not opening, preventing imaging. The device was in clinical use. No patient or user harm reported. Philips has started an investigation of the complaint.